Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
As reported on a competitor device experience report: "stryker mdm failure. (Competitor head explanted). New (competitor) cup implanted with (competitor) head." Spoke to stryker rep for this surgeon. No stryker reps were present for this procedure and cannot obtain any additional information from the hospital or surgeon.